Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1510.8 mcg/day) and clonidine (20 mcg/ml at 15.116 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2022, it was reported that the patient had his pump replaced 1-2 months ago and he had noticed swelling at the pump pocket. Per the reporter, he aspirated 80 ml of serous and some bloody fluid from the pocket and he was sending the fluid off to the lab for analysis (csf and infection). Additional information was received on (B)(6) 2022 from the hcp who reported that the labs seemed to indicate that the fluid was csf (cerebrospinal fluid), and the patient was going to be referred back to the surgeon to discuss resolution. The hcp included that the device was working fine, but the csf must be leaking from the site of the catheter and intrathecal puncture site. Additional information was received on (B)(6) 2022 from a nurse who reported that the patient was having a catheter revision tomorrow. Per the nurse, a cap (catheter access port) study was done on (B)(6) 2022 and the hcp felt that there was a csf leak. Additional information was received from an hcp who reported that surgery was performed on (B)(6) 2022. This hcp thought the pump was replaced but was not the surgeon.